Manufacturer narrative:
The investigational analysis completed 4/3/2020. Visual analysis was performed, and reddish-brown color was observed under pebax. A second visual inspection was performed, and a hole was found on the pebax with reddish-brown material inside, leaving internal parts exposed. The magnetic, temperature, and force features were tested. No issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter (afl) with a thermocool® smart touch¿ bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax sleeve. Initially, it was reported during the pre flush phase, a catheter sensor error and blocked irrigation holes were observed. Patient left the lab and no adverse patient consequences were reported. The observed unknown sensor error and inadequate irrigation issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 3/26/2020, the bwi pal found a hole on pebax sleeve and reddish-brown material inside. The observed hole in the pebax sleeve has been assessed as an MDR reportable malfunction as internal parts were exposed. The awareness date has been reset to 3/26/2020.

Manufacturer narrative:
On (B)(6) 2020, it was noticed that field d10. Device available for evaluation? Was incorrectly reported as no in the 3500a initial MDR. The field has now been corrected to "yes". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).